Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump alarmed motor error during rewind. The device was rested for five minutes, and the battery was changed. Attempted to rewind and prime, but the insulin pump alarmed again. Troubleshooting was performed. Ran a displacement test and the device failed the test. No further info was provided.